Event description:
It was reported that during a ptca/stenting treatment procedure, balloon deflation difficulties were encountered with the maverick2 monorail 30/2.5 mm balloon. The lesion being treated was a calcified, 90% stenotic lesion in the somewhat tortuous left anterior descending (lad) coronary artery. The physician initiated the intervention by placing a 7f zuma2 jcl3.5sh guide catheter into the lad. He subsequently performed rotablation therapy with a 1.5 mm burr in the mid lad segment from the proximal lad to the 1st diagonal branch (d1) coronary artery. He subsequently performed ablation with a 2.0 mm burr in the right posterior atrioventricular segment between the 1st and 2nd right posterior lateral arteries. The maverick2 monorail 30/2.5 mm balloon was inflated to 6 atms on the initial inflation and to 8 atms on the second inflation in the segment between the 1st and 2nd right posterior lateral arteries. It was then inflated to 6 atms for two inflations in the inferior septal segment to predilate the lesions for stent placement. A cypher 2.5/18 mm stent was delivered and deployed to the inferior septal segment and the maverick2 monorail balloon was inflated to 12 atms to postdilate the stent. Following the post dilation inflation, the physician was unable to deflate the maverick2 monorail balloon. He inserted a tornus penetration catheter in the d1 and the maverick2 monorail balloon deflated slightly. Subsequently, the physician was able to withdraw the maverick2 monorail balloon while inserting the tornus catheter. It was reported that the balloon remained expanded following its removal from the pt's body and had remained inflated for a total of 15 minutes during which time the patient experienced no hypotensive effects. The procedure was successfully completed. No patient injuries or complications were reported. The current patient status is reported as `good'.